Manufacturer narrative:
Ahmed nageeb mahmoud et. All "an analysis of one hundred forty-seven revisions at a mean of five years." The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: item #unk, unknown zca cage, lot #unk. Item #unk, unknown stem, lot #unk. Item #unk, unknown cup, lot #unk. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-00914).

Event description:
It was reported via journal article patient underwent hip revision procedure approximately two years post-implantation due to recurrent dislocation and component mal-alignment. All acetabular components were revised.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Upon further assessment of the complaint this product was found not to be involved in the reported event and submitted in error.